Event description:
It was reported that the pump was alarming, "remove and reattach cassette." Per reporter, they opened the battery compartment and restarted the pump, but it continued to alarm. Reporter stated they restarted the pump several times and removed the cassette, but the pump continued to alarm. The event occurred while in use with patient at patient's home. The patient was not affected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.